Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported failure. As a precaution, physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a biomed, contacted physio-control to report that their device would not power on when attempting to use it on a patient who had coded. A backup device was immediately available and used to provide care to the patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient, or the event, were provided.

Manufacturer narrative:
(B)(4). Physio-control has obtained the device for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.